Event description:
It was reported that after the battery maintenance , the cardiosave intra-aortic balloon pump (iabp) displayed a message, please replace the battery. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: event postal code: 8032. Additional information was requested from the fse with regard to the repair and status of the iabp; however no batteries are available so repairs cannot be completed. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 ( component codes, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Batteries was replaced to fix the issue as the problem was the software d.00, which did not use the date of the battery change but the manufacturer's date. The second field action has now been carried out with the software d.01. Completed repair with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a